Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 3 for (B)(4).

Event description:
It was reported on (B)(6) 2015 that a patient was scheduled to undergo a hardware removal procedure of an intramedullary (im) nail on (B)(6) 2015. X-ray images confirmed that a synthes trochanteric fixation nail with a helical blade and a distal bolt had broken. Further information revealed that the nail had broken at the nail/blade interface. As a result, the patient experienced non-union, pain, irritation, discomfort, a decreased range of motion, and delayed healing. The broken nail was removed and the fracture site was reduced and plated. There were no reports of time delay(s) during the revision procedure. It was completed successfully. This report is for one (1) unknown 5.0mm bolt. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for one (1) unknown 5.0mm bolt. The original implant procedure occurred on an unknown date in (B)(6) 2014. Per facility, the complainant part will not be returned for manufacturing review/investigation. PMA/510k: unknown, as specific part and lot numbers for the complainant bolt were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.